Manufacturer narrative:
An actual suture needle was returned for evaluation. Upon evaluation, a fracture was observed in the body of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was primarily composed of microvoid coalescence, which is evidence of a ductile overload failure. Intergranular fracture was also identified in small areas across the fracture surface. Mechanical damage, a cup-and-cone shaped fracture and macroscopic plastic deformation observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle.  There is no evidence of any material flaw that would cause premature failure.

Manufacturer narrative:
Pc-(B)(4). Additional information was requested and the following was received: did the patient undergo re-operation after the initial procedure due to the needle breakage? No

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was there any additional tissue damage as a result of searching for the needle piece? A/ no. Were x-rays taken to locate the needle piece(s)? A/ yes, they did x-rays did not show the needle inside the patient. Does a piece of the needle remain in the patient¿s tissue? If yes, what tissue structure is it located? A/ no, they did x-rays and didn´t show the needle inside the patient. If retained, what is the surgeon's opinion of consequences to the patient? A/the surgeon was upset because had to stop the surgery and make x-rays. What in the physicians opinion are the factors contributing to the event? A/ reoperation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. In the previous additional information you provided, it was stated in question 5 ¿ what in the physicians opinion are the factors contributing to the event? A/ reoperation. Please clarify. Did the patient undergo re-operation after the initial procedure due to the needle breakage?

Event description:
It was reported that a patient underwent an open ventral hernia procedure on (B)(6) 2018 and suture was used. During the procedure, when the suture was passed through the subcutaneous cellular wall tissue, the needle broke. An irradiation was conducted to look for the needle but no evidence was found that it was inside the patient and then the surgeon proceeded to finish the procedure. There were no adverse patient consequences reported. Additional information has been requested.